Event description:
It was reported that the patient was implanted with a 40 ml pump and for the patient¿s physique it didn¿t work. The initial implant was so high, and sticking out so far from her skin, that she was not able to wear pants because it was sticking out so far. It was moved lower, but then it was rubbing against her pelvic bone which caused discomfort, so they decided to implant a 20 ml pump. The patient had not had any problems since. The device system was delivering morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).